Manufacturer narrative:
One device was returned for analysis. Review of service history identified that device came in june2025 for downstream occlusion (dso). Review of event log found high alarm displayed: downstream occlusion. Visual and functional testing was performed. The reported error was replicated. Found a small air bubble on dso sensor. Replaced dso sensor.

Manufacturer narrative:
Device was returned to manufacturer and in pending investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed a downstream occlusion alarm while infusing during patient use, which resulted in a delay in the therapy. There was patient involvement, however no patient harm was reported.